Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. The reported adverse event/patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported death could not be determined in this case. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date. Exemption number: e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for patient death. This event was captured based on literature review of the article: salvage mitraclip in severe secondary mitral regurgitation complicating acute myocardial infarction: data from a multicentre international study, which identified a 64-year-old male patient that underwent a mitraclip procedure 90 days after a myocardial infarction (mi). The patient was discharged in good clinical condition with a post procedure mr of 2. However, the patient died out of hospital 3 weeks after the mitraclip procedure due to an unknown cause. Details are listed in the attached article. No additional information was provided.